Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was explanted due to infection. The organism was identified as (B)(6). The ipg system was explanted and replaced. No further patient complications have been reported as a result of this event.